Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the foreign material remained in air water-cylinder, air water-tube and forceps elevator and the stain inside light guide lens was not identified. It was unknown whether there were deviations from the instruction manual in the reprocessing steps at the foreign material residue point and there was no physical damage to the area. The stain was likely caused due to humidity invasion in the light guide lens which led to corrosion that occurred by application of physical stress to distal end such as hitting and dropping and/or light guide - lens glue peeled off by chemical stress such as chemical solutions used for the device. The instructions for use states the detection methods associated with the event of foreign material resided in the device in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection, and the prevention methods in evis exera ii tjf type q180v reprocessing chapter 5 reprocessing the endoscope (and related reprocessing accessories). The instructions for use states the detection methods associated with the event of stain in the light guide lens in evis exera ii tjf type q180v operation manual chapter 3 preparation and inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the duodenovideoscope exhibited a stain on the inside of the light guide lens, and foreign material in the air/water cylinder, air/water tube, and the forceps elevator. There were no reports of patient involvement.